Event description:
Additional information received reported that the manufacturer representative did not have the serial number but they called into cu stomer service and they should have a record of it. The manufacturer representative did not have the implantable neurostimulator (ins) and would not be sending it back.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the manufacturer representative was doing an implant yesterday for a new patient and new implant and they were not able to get the implantable neurostimulator (ins) to work for them. The case was the manufacturer representative¿s third case of the day and it was in the same room as the previous cases. It was noted that they went through all of the troubleshooting of removing the lead, wiping it down, and ramping up the parameters for the impedance test and went as far as replacing the lead itself and the issue persisted. It was reported that they were getting impedances greater than 4000 ohms when out of the pocket. The manufacturer representative called their boss and got permission to open another ins and when they used the new ins the impedance issue was resolved.